Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified that the main keypad would, at times, not respond to on/off button presses. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to power button presses. As a result, defibrillation therapy would not be available, if needed there was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent determined that the likely cause of the reported issue was due to incorrect use of sanitizing products as the keypads were noted to have been clearly discolored. After replacing the keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to power button presses. As a result, defibrillation therapy would not be available, if needed there was no patient use associated with the reported event.